Event description:
It was reported by the rep the product was used in a thorascopic lung biopsy. It was reported that the surgeon was dissecting thorascopically between lobes of the lung and encountered a 4mm pulmonary vessel. He clipped it several times and cut between the clips. The vessel began to hemorrhage as the clips came off the vessel. This resulted in dramatic blood loss and the pt coded and his heart stopped pumping. After a few minutes of CPR, the pt recovered his pulse and stabilized. The clips which had fallen off the vessel were retrieved and found to be grossly malformed. They were scissored verses closed. All six clips were grossly scissored. The hosp retained the clip applier and the malformed staples for future evidence. No more ethicon clips were fired during the case. The clip applier used during this case was the er420, 12mm endoclip applier.